Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain and discomfort.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Concomitant product - unknown zimmer hgp porous stem, catalog# unk lot# unk; unknown zimmer liner, catalog#unk lot#unk; unknown zimmer head, catalog#unk lot#unk. The reported event was not confirmed. Product was not returned. No devices or photos were received; therefore the condition of the devices is unknown. No product information is available so review of the device history records and the complaint history search could not be performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient has been indicated for a hip arthroplasty revision due to pain and discomfort. A custom cup was requested to replace the existing cup. Attempts have been made, and additional information is unavailable.